Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the male patient had a revision for an unknown reason. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) it was reported that a male patient had a surgical revision of a reverse shoulder to a hemi on (B)(6) 2022. No additional information has been provided after multiple attempts. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision cannot be conclusively determined; reason not reported. These devices are used for treatment not diagnosis.